Event description:
It was reported that during implant procedure, the helix was unable to be deployed appropriately and high pacing impedance was noted on the right ventricular lead. The physician elected to complete the procedure with a different lead. Patient condition was stable.

Manufacturer narrative:
The reported event of a helix rotation issue was confirmed. A complete lead was returned in one piece. Final analysis found the inner coil over-torqued and clogged of blood/ tissue at the helix consistent with procedural damage. No other anomalies were found.